Manufacturer narrative:
The calibration and control data showed a stable pattern. The customer decided to switch off the ise module. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer changed the solution on the ise rack on the ise module and performed maintenance electrode service, "deportenization", ise tower cleaning (manually and automatic), sample probe wash. The field service representative found the wash syringes were not acceptable and a small amount of liquid was leaking. He changed both syringes and performed the ise performance check with acceptable results. He changed the ise tubes, the sample probes, the solutions, and the wash and pipetting syringes. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, cl, and k results for 1 patient sample, questionable sodium electrode and k results for 1 patient sample, and questionable sodium electrode results for 2 patient samples on a cobas integra 400 plus module. Sample 1 (B)(6): the cl results were 102.379 mmol/l, 101.735 mmol/l, and 114.797 mmol/l. The cl result of 102.379 mmol/l was reported outside the laboratory. The k results were 3.649 mmol/l and 4.221 mmol/l. The k result of 4.221 mmol/l was reported outside the laboratory. The na results were 142.173 mmol/l, 150.001 mmol/l, and 141.956 mmol/l. The na result of 141.956 mmol/l was reported outside the laboratory. Sample 2 (B)(6): the k results were 7.390 mmol/l, 4.859 mmol/l, 4.873 mmol/l, and 4.846 mmol/l. The k result of 4.846 mmol/l was reported outside the laboratory. The na results were 147.768 mmol/l, 128.783 mmol/l, and 129.131 mmol/l. The na result of 147.768 mmol/l was reported outside the laboratory. Sample 3 (B)(6): on (B)(6) 2024, the na results were 162.814 mmol/l, 148.316 mmol/l, and 147.238 mmol/l. The results were not reported outside the laboratory. Sample 4 (B)(6): on (B)(6) 2024, the na results were 140.118 mmol/l, 137.090 mmol/l, 138.303 mmol/l, 134.346 mmol/l, 139.108 mmol/l, 137.730 mmol/l, 137.372 mmol/l, 137.321 mmol/l, 138.019 mmol/l, and 134.002 mmol/l. The results for sample ID (B)(6) were not reported outside the laboratory. The customer repeated the samples because the customer noticed the na results were high based on her experience.